Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted (B)(6) 2015; 4968-35 lead, implanted (B)(6) 2004; 419678 lead, implanted (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead had a sudden decrease in pacing impedance, low impedance, short intervals and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.